Event description:
It was reported that the g7 highwall liner did not fit into the cup. The surgery was completed with another liner. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). D10: 30123207 32mm i.d. Size g high wall liner 65055647. G2: foreign: netherlands. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the g7 highwall liner did not fit into the cup. The surgery was completed with another liner and the initial cup was implanted. No known impact or consequence to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product did not contribute to the reported event. The initial cup was able to be implanted with a second liner, so the cup did not cause or contribute to the reported event. Therefore, this report should be voided.

Event description:
No additional event information to report at this time.